Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/expiration date: 28-mar-2021/serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 08-oct-2019. Labeled for single use?: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the patient experienced pericardial effusion and cardiac tamponade and their blood pressure dropped. Drainage was carried out and the leadless implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.